Event description:
Information received does not address the patient's clinical status but notes that the device was found to be in back-up mode. When interrogation was possible, the current drain was noted to be about 87ua and dashes (---) were noted for rate related parameters. When the microprocessor was verified, one block could not be read and the current drain decreased to 18ua. The output was increased and the patient was sent home pending the physician's return from vacation.